Manufacturer narrative:
UDI field (d4) concomitant product UDI for pump is (B)(4). UDI field (d4) concomitant product UDI for balloon is ((B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurrent incontinence. A revision surgery was performed, during which the physician confirmed the device was not functioning properly. The device was explanted and replaced. There were no further patient complications.